Event description:
In 2006, it was reported that after performing ivus, pre-dilatation was performed in a lesion in the proximal lad, 90% stenosis. The vision stent was deployed. Then, ivus was performed again and confirmed that the stent had been implanted firmly and properly in the vessel. The procedure was completed. 2 dyas later, an anomaly was observed on electrocardiogram (ECG). Therefore, cag was performed and confirmed that sat had occurred where the stent was implanted. Thrombosis aspiration was performed and then the stent was expanded with a balloon. The patient's blood flow improved and no patient complications were reported afterwards. No additional information was available.